Event description:
It was reported that the lead integrity alert (lia) was triggered for low impedance. During the replacement procedure a breach in the insulation was observed near the pin of the pace/sense lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. There was a piece part missing from the lead. The outer insulation of the lead was extrinsically breached due to a cut. Analyst noted that the lead was returned in bad condition. Therefore, x-ray cannot be performed. The outer insulation damage near the pin of the pace/sense lead was caused during replacement procedure, explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experienced anxiety and post traumatic stress disorder (ptsd). The patient also reported that during the extraction of the lead, their shoulder was torn when their arms needed to be manipulated. Information could not be confirmed after multiple follow-up attempts. No further patient complications have been reported as a result of this event.